Manufacturer narrative:
Medwatch with identifier (B)(4) is nano meter, medwatch with identifier (B)(4) is aviva meter. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 52 mg/dl on nano system, 101 mg/dl on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.